Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Surgical notes were not provided, x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records were reviewed, and it appears that the lots in question were produced, inspected and packaged within established and validated process parameters. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.